Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 7.6-9.7cm from the distal end. The etfe coating was intact at this location.

Event description:
This is to advise of an event that was observed during analysis.